Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to deflect the steerable guide catheter (sgc). It was reported that during preparation of the sgc, the plus knob was turned half a turn, but would not deflect in the plus direction. The sgc was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported cable break and mechanical issue of unable to curve the steerable guide catheter (sgc) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was also provided: it was suspected that a cable break occurred. No additional information was provided.